Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low and high blood glucose. Customer reproted their blood glucose declined to 46 mg/dl while they were asleep. The customer treated their blood glucose with cereal and later found their blood glucose rose to 400 mg/dl. The customer reported they were having the settings on the insulin pump adjusted. The csutomer declined to be transferred to the helpline. Customer declined to return the insulin pump for analysis.